Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the 1y 4m po valve is not adjustable. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The valve was received submerged in an identified liquid in a plastic container. The progav 2.0 was set pressure of 15 cmh2o at the time of delivery. Scratches on the outer housing of the valve were observed through the visual inspection. No other significant deformation or damage were detected. To proof the penetrability of the valve we have carried out a permeability test at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. This had shown that the valve was permeable. To proof the adjustability of the valve, the valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. The valve is not adjustable with the specified range. To test the braking force, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The brake functionally test has shown that the brake function is fully operational and meets specifications. First we performed a visual inspection of the progav 2.0 valve. Other than the slight scratches, no deformation or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The valve is permeable. Then we tested the adjustability of the valve. The valve was not adjustable within the specified range. Finally, we tested the braking force and brake functionally. The brake function is fully operational and meets specifications. In order to verify whether the valve was compromised by the known risks of hydrocephalus therapy such as a buildup of natural substances like protein, blood or tissue particles in the cerebrospinal fluid, we have opened up the valve. Inside the valve we have found a buildup of substance like protein which may have caused the suspected malfunction. Based on our investigation, we confirm that the valve is non-adjustable, probably due to deposit. As described in our literature, the problem encountered is one of the known, unavoidable risks of hc-therapy by shunt implants. Age- 46. Height- 170cm.